Event description:
Customer reported intermittent reboot ac line sags intermittently, customer will notify local electrical co for investigation.

Manufacturer narrative:
Gehc service personnel adjusted ws for +5.1vdc. Adjusted camera hoz. & vert. Center. Adjusted fluoro replaced power cable. Tested dc power supply. +5.1vdc,+12.2vdc, -11.9vdc,-4.9vdc. Tested system operation.